Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The right atrial lead exhibited low impedance, intermittent sensing and often very low p waves. The device was reprogrammed. A new pacing system was implanted on the left hand side since the access through the right hand side was compromised. The patient was stable before, during and after the procedure.